Event description:
Patient admitted to surgery for exploration of poorly healing wound. The patient had a draining sinus in the anterior part that extended down towards one plate associated with the abscess cavity. There was a reaction noted around one of the screws and the plate. The plate was removed.